Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the removal of a dental implant during installation surgery, due to its lack of primary stability. The implant was not replaced.